Event description:
It was reported that a snare was used to attempt to remove the coil. This 3x12 embold? Fibered coil was selected for use during a rectus sheath hematoma procedure. It was noted that the target vessel was tortuous. Access was gained with a non-boston scientific microcatheter and this embold coil was deployed. The coil became stretched, and a snare was used to try and remove the coil; however, the coil was removed by wrapping it around a catheter. There were no patient complications as a result of this event.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this embold fibered coil was received without the delivery system. The device was examined visually and microscopically to reveal a stretched coil. The distal coupler was separated and not received. It was reported that the site used intermittent flushing during the procedure, and the instructions for use state that it is critical to maintain a continuous flow of fluids to achieve expected performance of the embold coil. The reported event was confirmed.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this embold fibered coil was received without the delivery system. The device was examined visually and microscopically to reveal a stretched coil. The distal coupler was separated and not received. It was reported that the site used intermittent flushing during the procedure, and the instructions for use state that it is critical to maintain a continuous flow of fluids to achieve expected performance of the embold coil. The reported event was confirmed.

Event description:
It was reported that a snare was used to attempt to remove the coil. This 3x12 embold? Fibered coil was selected for use during a rectus sheath hematoma procedure. It was noted that the target vessel was tortuous. Access was gained with a non-boston scientific microcatheter and this embold coil was deployed. The coil became stretched, and a snare was used to try and remove the coil; however, the coil was removed by wrapping it around a catheter. There were no patient complications as a result of this event. It was further reported that the coil had stretched in the target vessel while attempting to deploy. The procedure was completed using non-boston scientific pushable coils.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this embold fibered coil was received without the delivery system. The device was examined visually and microscopically to reveal a stretched coil. The distal coupler was separated and not received. It was reported that the site used intermittent flushing during the procedure, and the instructions for use state that it is critical to maintain a continuous flow of fluids to achieve expected performance of the embold coil. The reported event was confirmed.

Event description:
It was reported that a snare was used to attempt to remove the coil. This 3x12 embold? Fibered coil was selected for use during a rectus sheath hematoma procedure. It was noted that the target vessel was tortuous. Access was gained with a non-boston scientific microcatheter and this embold coil was deployed. The coil became stretched, and a snare was used to try and remove the coil; however, the coil was removed by wrapping it around a catheter. There were no patient complications as a result of this event. It was further reported that the coil had stretched in the target vessel while attempting to deploy. The procedure was completed using non-boston scientific pushable coils. Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this embold fibered coil was received without the delivery system. The device was examined visually and microscopically to reveal a stretched coil. The distal coupler was separated and not received. It was reported that the site used intermittent flushing during the procedure, and the instructions for use state that it is critical to maintain a continuous flow of fluids to achieve expected performance of the embold coil. The reported event was confirmed.